Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xpert self expanding stent system (sess) noted blood and saline on the stent implant, possibly due to handling. There was saline in the shaft. The stent implant was returned partially expanded 2 mm distal to the distal marker. There was no damage noted to the stent implant. The sheath was retracted 1 mm proximal to the tip crown. There was no other damage noted to the sess. The tuohy borst valve was returned unlocked. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. In this case, it may be possible that the premature deployment is related to handling during preparation, as there was blood and saline visible on the stent and in the shaft. Additionally, the tuohy borst valve was returned unlocked, which likely also contributed to the premature deployment during handling. A review of the lot history record was performed and there were no nonconforming material records, indicating all lot release testing met specification. Additionally, there have been no other incidents reported for this lot. There is no indication of a product quality deficiency. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.

Event description:
It was reported that after the plastic device package was removed from the outer box, it was observed that the distal end of the stent was noted to be flowered. It was not used on the patient. The outcome of the patient was "fine." There was no clinically significant delay in the procedure. No additional information was provided.